Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("menorrhagia") in a 37-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error ",was essure used in conjunction with any other device -thermochoice endometrial ablation" and device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's medical history included sleep apnea, morbid obesity, bipolar disorder, asthma, hiatal hernia, hypertension, gerd, copd and obstructive sleep apnea syndrome. Concomitant products included alprazolam (xanax), amlodipine, aripiprazole (abilify), buspirone hydrochloride (buspar), hydrochlorothiazide, levetiracetam (keppra), lisinopril, medroxyprogesterone acetate (depo provera), nsaid's, omeprazole, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections") and bipolar disorder ("bipolar disorder"). The patient was treated with surgery (thermochoice endometrial ablation,dilatation and curettage. And underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain was resolving and the menstrual disorder, infection, depression, anxiety and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2019: pfs received. Event added: abdominal pain. Event onset date were updated. Event outcome updated for : menorrhagia, pelvic pain and vaginal hemorrhage. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("menorrhagia") in a 37-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error", was essure used in conjunction with any other device -thermochoice endometrial ablation" and device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's past medical history included sleep apnea, morbid obesity, bipolar disorder, asthma, hiatal hernia, hypertension, gerd, copd and obstructive sleep apnea syndrome. Concomitant products included alprazolam (xanax), amlodipine, aripiprazole (abilify), buspirone hydrochloride (buspar), hydrochlorothiazide, levetiracetam (keppra), lisinopril, medroxyprogesterone (depo provera), nsaid's, omeprazole, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections") and bipolar disorder ("bipolar disorder"). The patient was treated with surgery (underwent hysterectomy) and surgery (thermochoice endometrial ablation, dilatation and curettage.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety and bipolar disorder outcome was unknown. The reporter considered anxiety, bipolar disorder, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: pfs received, event added: bipolar disorder, events onset date added, historical condition and concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("menorrhagia") in a 37-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test." And medical device monitoring error ",was essure used in conjunction with any other device -thermochoice endometrial ablation ". The patient's past medical history included sleep apnea, morbid obesity, bipolar disorder, asthma and hiatal hernia. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In march 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In september 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections") and anxiety ("mental anguish"). The patient was treated with surgery (underwent hysterectomy) and surgery (thermochoice endometrial ablation,dilatation and curettage.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drugs and events: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish ,was essure used in conjunction with any other device -thermochoice endometrial ablation dilatation and curettage,patient did not undergo essure confirmation test. Were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error ",was essure used in conjunction with any other device -thermochoice endometrial ablation" and device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's medical history included sleep apnea, morbid obesity, bipolar disorder, asthma, hiatal hernia, hypertension, gerd, copd and obstructive sleep apnea syndrome. Concomitant products included alprazolam (xanax) for depression and anxiety as well as amlodipine, aripiprazole (abilify), buspirone hydrochloride (buspar), hydrochlorothiazide, levetiracetam (keppra), lisinopril, medroxyprogesterone acetate (depo provera), nsaids, omeprazole, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections"), bipolar disorder ("bipolar disorder"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (thermochoice endometrial ablation,dilatation and curettage. And underwent hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the menstrual disorder, infection, depression, anxiety and bipolar disorder outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar disorder, cystitis, depression, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: bladder infection , uti, vaginal infection, vaginal discharge were added. Outcome for events added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error ",was essure used in conjunction with any other device -thermochoice endometrial ablation" and device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's medical history included sleep apnea, morbid obesity, bipolar disorder, asthma, hiatal hernia, hypertension, gerd, copd and obstructive sleep apnea syndrome. Concomitant products included alprazolam (xanax) for depression and anxiety as well as amlodipine, aripiprazole (abilify), buspirone hydrochloride (buspar), hydrochlorothiazide, levetiracetam (keppra), lisinopril, medroxyprogesterone acetate (depo provera), nsaids, omeprazole, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections"), bipolar disorder ("bipolar disorder"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (thermochoice endometrial ablation,dilatation and curettage. And underwent hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the menstrual disorder, infection, depression, anxiety and bipolar disorder outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar disorder, cystitis, depression, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Batch no c03091, production date 2013-12-04, expiration date 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("menorrhagia") in a 37-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error ",was essure used in conjunction with any other device -thermochroic endometrial ablation" and device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's past medical history included sleep apnea, morbid obesity, bipolar disorder, asthma and hiatal hernia. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections") and anxiety ("mental anguish"). The patient was treated with surgery (underwent hysterectomy) and surgery (thermochroic endometrial ablation,dilatation and curettage.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a 37-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error ",was essure used in conjunction with any other device -thermochoice endometrial ablation" and device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's medical history included sleep apnea, morbid obesity, bipolar disorder, asthma, hiatal hernia, hypertension, gerd, copd and obstructive sleep apnea syndrome. Concomitant products included alprazolam (xanax) for depression and anxiety as well as amlodipine, aripiprazole (abilify), buspirone hydrochloride (buspar), hydrochlorothiazide, levetiracetam (keppra), lisinopril, medroxyprogesterone acetate (depo provera), nsaids, omeprazole, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections"), bipolar disorder ("bipolar disorder"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (thermochoice endometrial ablation,dilatation and curettage. And underwent hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the menstrual disorder, infection, depression, anxiety and bipolar disorder outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar disorder, cystitis, depression, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Batch no c03091 production date 2013-12-04 expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received. No new information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error ",was essure used in conjunction with any other device -thermochoice endometrial ablation" and device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's medical history included sleep apnea, morbid obesity, bipolar disorder, asthma, hiatal hernia, hypertension, gerd, copd and obstructive sleep apnea syndrome. Concomitant products included alprazolam (xanax) for depression and anxiety as well as amlodipine, aripiprazole (abilify), buspirone hydrochloride (buspar), hydrochlorothiazide, levetiracetam (keppra), lisinopril, medroxyprogesterone acetate (depo provera), nsaids, omeprazole, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections"), bipolar disorder ("bipolar disorder"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (thermochoice endometrial ablation,dilatation and curettage. And underwent hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved, the menstrual disorder, infection, depression, anxiety and bipolar disorder outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar disorder, cystitis, depression, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: bladder infection , uti, vaginal infection, vaginal discharge were added. Outcome for events added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.